Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a screw broke during implantation on the patient and four screws were not holding in a screwdriver shaft. The screws were not implanted in the patient. It was reported there was no harm to the patient. The procedure was delayed for ten minutes. The product was returned and it was noted during evaluation that four of the screws were broken. This is report 2 of 4 for (B)(4).

Manufacturer narrative:
Device broke during insertion; device was not implanted/explanted. (B)(6). No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A manufacturing evaluation was completed: the screw is intact except that the tip is missing. The drive is fairly to moderately damaged. There is some material displacement at the edges of both of the cross slots and at the center of the drive. The top of the head is in good condition. There is a dent with some light material displacement at the band. The threads and flutes are in good condition. The tip has been broken off. All measurements, that are not damaged, passed the investigation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.